Manufacturer narrative:
Follow up is in progress to obtain additional information from the customer regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the camera head displayed no picture. The issue was found during preparation for use/prior to sedation for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿no picture¿ was not confirmed and the device met standard specification. . A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, the customer reported problem could not be reproduced and no nonconformances were found. A definitive root cause cannot be identified. It is likely that there was a video contact problem related to dried residual liquid after reprocessing. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following caution/warning: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.